Event description:
Patient needed to have repeat surgery for diagnosis of hardware failure (globus pedicle screws x3 broke, all on same side of spine, for no known reason). Surgeon states patient denied any trauma or incident that would have possibly or potentially contributed to the breakage. Broken hardware was removed and new hardware was inserted during repeat surgery.